Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this may be a broken off piece of the essure system') and embedded device ('a small amount of contrast is noted extending into uterine wall / a 2 mm similar radiopaque density also evident near midline, possibly within the uterine fundus') in a 27-year-old female patient who had essure (batch no. 706680-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2010, numbness, paraesthesia of limbs, artificial rupture of membranes, gravida, perineal laceration, hemostasis, artificial rupture of membranes and rectal laceration (surgical complication). Concurrent conditions included bipolar disorder. Concomitant products included ibuprofen since 2012, lamotrigine (lamictal) since (B)(6) 2018, lithium since (B)(6) 2018 and lurasidone hydrochloride (latuda) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder control"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (surgery to remove essure device). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, urinary incontinence, migraine, headache, back pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, device breakage, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal date: anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on (B)(6) 2011: essure rods are identified bilaterally in the area of the fallopian tubes. There is a 2 mm similar radiopaque density also evident near midline, possibly within the uterine fundus. This may be a broken off piece of the essure system. At the distal tip of the cannula, a small amount of contrast is noted extending into the uterine wall. There is no extravasation of contrast into the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, embedded device. This lot 706680 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this may be a broken off piece of the essure system') and embedded device ('a small amount of contrast is noted extending into uterine wall / a 2 mm similar radiopaque density also evident near midline, possibly within the uterine fundus') in a (B)(6) female patient who had essure (batch no. 706680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2010, numbness, paraesthesia of limbs, artificial rupture of membranes, vaginal delivery, perineal laceration, hemostasis, artificial rupture of membranes and rectal laceration (surgical complication). Concurrent conditions included bipolar disorder. Concomitant products included ibuprofen since 2012, lamotrigine (lamictal) since (B)(6) 2018, lithium since (B)(6) 2018 and lurasidone hydrochloride (latuda) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder control"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (surgery to remove essure device). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, urinary incontinence, migraine, headache, back pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, device breakage, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal date: anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. X-ray - on (B)(6) 2011: essure rods are identified bilaterally in the area of the fallopian tubes. There is a 2 mm similar radiopaque density also evident near midline, possibly within the uterine fundus. This may be a broken off piece of the essure system. At the distal tip of the cannula, a small amount of contrast is noted extending into the uterine wall. There is no extravasation of contrast into the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received: case become incident. Lot number added. Previously reported event "injury to herself" updated events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes bladder control, migraines, headaches, lower back pain, abdominal pain, vaginal pain were added from pfs. Device breakage, embedded device were added from mr. Reporter information updated, patient history, concomitant drugs were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.